Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture was broken from the top. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue was being approximated when it broke? Skin. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/16/2022 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 ¿ conforming device additional h3 investigation summary: complaint sample: one opened complaint sample was received for code nw5086 lot v8006. Complaint sample consist of one inner folder, overwrap foil, small suture piece attached to a needle. As the complaint sample received in open condition further investigation was not performed on complaint sample except visual inspection. Upon visual inspection it has been observed that the suture got cut with a sharp object during dispensing or handling at one end and it was not of desired length. Needle was visually inspected and found satisfactory. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code nw5086 lot v8006. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. Retain sample: five retain samples of incident code nw5086 lot v8006 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the usp average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.